Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device replacement, the lead showed high impedance values. The lead was connected to the new device on the lv port. The patient¿s clinical condition was stable.